Manufacturer narrative:
Device return is not required. (B)(4). (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a cgm (dex 076) issue. It was alleged that the sensor wire is missing/detached. The sensor wire wasn¿t inserted in the skin and detached when the patient pulled up the collar. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a device component is missing.